Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that an mdu got hot. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed. No further information.